Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to the pre-existing patient anatomy (friable leaflet). The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea appears to be cascading effect of the recurrent mr. Additionally, the reported patient effects of mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, both the clips had single leaflet device attachment(slda) from the posterior leaflet due to the friable leaflets. Recurrent mr of grade 4 was reported. The patient retuned symptomatic with dyspnea. On (B)(6) 2025, a redo procedure was performed. Additional mitraclip was implanted in between the slda clips to stabilize them. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.